Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. Further evaluation of the system was discussed. This device remains in service. No adverse patient effects were reported. Additional information was received detailing that a commanded shock was performed in order to evaluate the system, an open circuit condition was observed. The therapy of the patient was turned off and the patient was hospitalized, and a system replacement is being discussed. This device was explanted and replaced. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. Further evaluation of the system was discussed. This device remains in service. No adverse patient effects were reported. Additional information was received detailing that a commanded shock was performed in order to evaluate the system, an open circuit condition was observed. The therapy of the patient was turned off and the patient was hospitalized, and a system replacement was discussed. This device was explanted and replaced. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was corrected from the following fields: h6: impact codes.